Event description:
This incident was reported to lumenis on 11/02/2006. Laser fiber blew at 13 kj during a holap (laser prostatectomy) procedure. Prism detached from end of fiber. Prism located and removed from bladder. Check cystoscopy performed. Fiber collected by supplier for investigation. Per the physician, there was no harm to the patient.

Manufacturer narrative:
This adverse incident report appears to be one of the batch of devices that were meant to have been recalled by lumenis. Lumenis has initiated corrective action regarding the miscommunication of the medical device recall details to the enduser. As of 12/1/2006, device evaluation is still pending; update requested.